Event description:
It was reported that 02 concentration fluctuated and the ventilator generated alarm for high 02 concentration. There was no patient involvement. (B)(4).

Manufacturer narrative:
The investigation of the complaint has been completed. The control pcb was replaced and returned for investigation. The returned control pcb was visually inspected, no defects were found. It was mounted in a reference ventilator for simulated used testing, the reported issue was not reproduced. Evaluation of the device logs confirm the reported issue on (B)(6) 2017, date of event is updated accordingly. The root cause of the reported issue has not been determined. If the underlying defect is present it will cause high oxygen concentration alarms.

Event description:
(B)(4).